Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient has received twenty-one shocks over the past two months due to oversensing noise on the right ventricular (rv) lead. The rv lead also exhibited intermittent threshold at max output, the threshold increased abruptly approximately two months ago, and there was high and undefined pacing impedance. The rv lead was programmed off as a lead extraction and reimplant of a new lead is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was low impedance on the right ventricular (rv) lead. The rv lead was now explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to oversensing. It was noted that the high voltage coils have shown a steady increase in impedance since last year. A possible lead fracture is suspected. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an alert alarming due to high right ventricular (rv) and superior vena cava (svc) coil impedances. Impedance variation was also observed. In-clinic manipulative testing showed unstable coil impedances and egm noise on the right ventricular (rv) lead. It was noted that the noise was seen on the egm (electrogram) but the device was not seeing it. A possible pin/header issue was suspected. Follow up was conducted for additional information and from the information obtained it was reported that an overexposed x-ray was obtained with no obvious abnormalities. No intervention was done as the physician opted to follow the patient monthly for now. The rv lead and device remain in use. No patient complications have been reported as a result of this event.